Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), pregnancy with contraceptive device ("pregnancy"), complication of pregnancy ("pregnancy (with complications)- punctured amniotic sac"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding (general)"), fatigue ("fatigue") and gallbladder disorder ("gall bladder damage during unintended pregnancy") in a (B)(6) female patient (gravida 1, para 2) who had essure (batch no. 626505, 628191) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tube(s)" in 2010. The patient's past medical history included parity 3 ((B)(6) 1992, (B)(6) 1994 and (B)(6) 1997) and umbilical cord around neck. Concurrent conditions included asthma, back injury, chronic cholecystitis and cholelithiasis. Concomitant products included lisinopril since 2016 for blood pressure high, antacids since 2016 for gastrooesophageal reflux disease as well as citalopram since 2014 and naproxen since 2014. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced gallbladder disorder (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), complication of pregnancy (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On 3-(B)(6) 2010, the patient experienced fatigue (seriousness criterion hospitalization). On (B)(6) 2010, the patient experienced pelvic pain ("pain") (seriousness criterion intervention required). In 2010, the patient experienced perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (tubal ligation), surgery (induced labor; suction, dilation and curettage), surgery (ablation) and surgery (cholecystectomy). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, pregnancy with contraceptive device, complication of pregnancy, abortion spontaneous, genital haemorrhage, depression, anxiety, fatigue, gallbladder disorder and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, complication of pregnancy, depression, fatigue, gallbladder disorder, genital haemorrhage, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: procedure- the essure procedure was performed per protocol on both sides. The tubal ostia were both visualized and attempt to cannulate the tubes with the essure device was made without success. I then introduced a blunt grasper and cannulated each tubal ostia approx. 2 mm, breaking through a thin layer of tissue. Than, each tube was cannulated without difficulty with the essure devices per protocol.. Trailing coils- left 7 right 8. The patient tolerated the procedure well without any complaints. Reason for essure removal- pain and discomfort. It was also reported that, failure to occlude (close) fallopian tube(s). Diagnostic results: on an unknown date, pregnancy test at home was positive microscopic examination- sections show placental tissue. No acute inflammation is seen within the membranes. No infarct is identified. Hysterosalpingogram: findings- scout radiograph demonstrates 2 linear radiopaque densities within the mid pelvis. Proximal end of the right fallopian tube obstructing device demonstrates the proximal linear radiopaque density offset between the immediate adjacent catheter and the proximal radiopaque density. There may be a fracture in the catheter or wire. With contrast introduction the uterine cavity is well opacified. The endometrial cavity as visualized is normal without irregularity. Previously mentioned metallic wires are located within proximal portions of both fallopian tubes. Contrast is never visualized within either fallopian tube. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics, historical condition and concomitant disease added. Essure indication updated and lot number added. New events abnormal bleeding (general), depression and anxiety, pregnancy (with complications)- punctured amniotic sac, fatigue, lower abdomen pain and gall bladder damage during unintended pregnancy were added. Treatment drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), pregnancy with contraceptive device ("pregnancy"), complication of pregnancy ("pregnancy (with complications)- punctured amniotic sac"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding (general)"), fatigue ("fatigue") and gallbladder disorder ("gall bladder damage during unintended pregnancy") in a 36-year-old female patient (gravida 1, para 2) who had essure (batch no. 626505, 628191) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tube(s)" in 2010. The patient's past medical history included parity 2 ((B)(6) 1992, (B)(6) 1994 and (B)(6) 1997) and umbilical cord around neck. Concurrent conditions included asthma, back injury, chronic cholecystitis, cholelithiasis, gastroesophageal reflux disease since 1997, blood pressure high since (B)(6) 2016 and high cholesterol since 1992. Concomitant products included lisinopril since 2016 for blood pressure high, antacids since 2016 for gastrooesophageal reflux disease as well as naproxen since 2014. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced gallbladder disorder (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), complication of pregnancy (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced fatigue (seriousness criterion hospitalization). On (B)(6) 2010, the patient experienced pelvic pain ("pain"). In 2010, the patient experienced perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with citalopram, surgery (tubal ligation), surgery (induced labor; suction, dilation and curettage), surgery (ablation) and surgery (cholecystectomy). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, pregnancy with contraceptive device, complication of pregnancy, abortion spontaneous, genital haemorrhage, depression, anxiety, fatigue, gallbladder disorder and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, complication of pregnancy, depression, fatigue, gallbladder disorder, genital haemorrhage, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: procedure- the essure procedure was performed per protocol on both sides. The tubal ostia were both visualized and attempt to cannulate the tubes with the essure device was made without success. I then introduced a blunt grasper and cannulated each tubal ostia approx. 2 mm, breaking through a thin layer of tissue. Than, each tube was cannulated without difficulty with the essure devices per protocol. Trailing coils- left 7 right 8 the patient tolerated the procedure well without any complaints reason for essure removal- pain and discomfort. It was also reported that, failure to occlude (close) fallopian tube(s). Diagnostic results: on an unknown date, pregnancy test at home was positive microscopic examination- sections show placental tissue. No acute inflammation is seen within the membranes. No infarct is identified. Hysterosalpingogram: findings- scout radiograph demonstrates 2 linearradiopaque densities within the mid pelvis. Proximal end ofthe right fallopian tube obstructing device demonstrates the proximal linear radiopaque density offset between the immediate adjacent catheter and the proximal radiopaque density. There may be a fracture in the catheter or wire. With contrast introduction the uterine cavity is well opacified. The endometrial cavity as visualized is normal without irregularity. Previously mentioned metallic wires are located within proximal portions of both fallopian tubes. Contrast is never visualized within either fallopian tube. Batch number: : 626505 exp date: 2009-12 man date: 2008-01 . Batch number: 628191 exp date: 2011-09 man date: 2008-09 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.